Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, prialt, and dilaudid (concentrations and doses unknown) via an implanted pump. The indication for use was spinal pain. On (B)(4) 2015, it was reported that the patient had severe pain all the time that roller coastered; it peaked in the last hour. The patient was currently locked out of using the ptm (personal therapy manager) because of a programmed bridge bolus; per the reporter, ¿they have never been locked out this long with the ptm¿. The patient was very upset and crying with her current pain. On (B)(4) 2015, additional information was received from the patient and it was reported that the patient was able to deliver a bolus after the physician bolus in progress ran its course. On (B)(6) 2015, per the patient, the doctor ¿did a procedure with dye to make sure it needs to go where it needs to go¿ and "apparently there were difficulties or problems and it couldn't be done¿. When asked to clarify, the patient stated "he couldn't get the dye in¿; "something is blocking the portal¿. The physician tried multiple times and there was a problem, but the patient didn¿t know what. The patient had gone to the ER (emergency room) this weekend due to the pain. The patient was desperate to find out what was wrong and what was causing the pain. An MRI was scheduled. The cause of the failed dye study and clarification surrounding the failure, the diagnostics performed related to the patient¿s pain, the actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had return of pain (baseline). It was unsure of when the pain returned. There was an abnormal dye study. On (B)(6) 2016, a catheter revision was done. Catheter was found to be kinked at the anchor site during the revision. The physician was able to unkink the catheter and reposition it in the incision so it would not kink again and decided to keep the remaining catheter. At the beginning of the case the existing pump segment and small part of the spinal segment was cut by the physician to troubleshoot. The plan had been to replace the entire catheter but the physician found the problem at the spine. The entire pump segment and 0.5cm of the spinal segment were removed. A new pump segment was used to replace the old pump segment. The pump system was delivering bupivacaine (6.0mg/ml at 1.9830mg/day), prialt (2.9mcg/ml at 0.9585mcg/day), and hydromorphone (10mg/ml at 3.305mg/day).

Event description:
Additional information received reported that the pump remained implanted. The pump segment was removed and replaced with a new one. It was unknown if the symptoms had been resolved. The patient's outcome was also unknown.